Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an italian patient developed a skin irritation. The patient described the irritation as weeping skin similar to a red burn mark under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a lotion from the general practitioner and the irritation improved once the equipment was removed. Supplemental report 10/05/2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that an (B)(6) patient developed a skin irritation. The patient described the irritation as weeping skin similar to a red burn mark under the front therapy pad. There was no alleged device malfunction contributing to the irritation. The patient was prescribed a lotion from the general practitioner and the irritation improved once the equipment was removed.